Manufacturer narrative:
Follow-up #1 date of submission 05/20/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed reboot occurred on (B)(6) 2015 at 10:03; deliveries resumed at 21:45. The total daily dose history correlated appropriately to the user programmed basal rates. No damage or defect was found to the battery compartment or battery cap. The battery cap contact dimensions were within specification. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 565 mg/dl with blurred vision, symptoms or dehydration, and unspecified ketone levels. The reported noted an intermittent power issue with the pump. The reporter noted the patient received phone advice from a healthcare provider and treated with insulin via injection, they remained on pump therapy, and the pump¿s basal rate settings were recently changed by a healthcare provider. This complaint is being reported because the alleged hyperglycemia was attributed to a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.